Manufacturer narrative:
Results and conclusion summation - dissection, in the IFU is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Therefore, although a definitive cause for the reported patient effect cannot be determined, there does not appear to be a product quality deficiency.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue; no device malfunction has been reported. It was reported via a trial that a xience v stent was implanted in the pre-dilated mid lad. After the implantation of the stent a proximal dissection was noted. The dissection was treated with implantation of an additional stent. No additional event or patient information is available.